Manufacturer narrative:
Initial.

Event description:
It was reported that the user performed a supply change before bed and did not fully engage the infusion set connector, which loosened during sleep and allowed the cartridge to disengage from the ilet, resulting in loss of insulin delivery and a reported blood glucose of 475 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included education and troubleshooting, with a repeat supply change and correct connector engagement, and replacement infusion sets shipped. Investigation included user communication and troubleshooting. Investigation of this case revealed an infusion set deployment or connector attachment issue consistent with user handling, with the affected components being the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incomplete connector engagement.